Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm ICD, implanted: (B)(6) 2014; 1488tc-52 lead, implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported the patient became septic resulting in the removal of the implantable cardioverter defibrillator (ICD) system. The source of the infection is unknown. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.